Event description:
The customer reported during a training session, the tempus ls failed to pace and the device had a hw malfunction alarm. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is in progress.

Manufacturer narrative:
Philips received a complaint on the tempus ls indicating that the device failed to pace. Customer stated that during training class, the tempus failed to pace. They tried 2 different tempus ls and one worked with no problem. This tempus ls starts like pacing is working, then it stops. After 4-5 attempts fails with hw malfunction alarm there was no patient involved. The complaint was escalated for technical investigation. The investigation on the logfiles showed several entries of error 26. This issue appears to be a non-reproducible pacer error, which is logged as error 26 in the logfile. As the error is not reproducible, the root cause can't be concluded. However, it is suspected that the error is due to an intermittent communication issue between the dpm and main board. This error is under observation . The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was replaced for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.